Event description:
It was noted that the patient had ventricular tachycardia sustained for 2 minutes and 26 seconds at a rate of 182. The patient had a history of ventricular tachycardia and had an ICD (st. Jude medical) implanted prior to ventricular assist device (vad). The arrhythmia in this event was not thought to be device or therapy related. The arrhythmia was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. Log file data from the event dates of 07sep2025 ¿ 08sep2025 was reviewed. Throughout the data reviewed, atypical low voltage and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage on the black power cable briefly fluctuating below the alarm thresholds. The atypical low voltage and power cable disconnect alarms did not prevent the controller from supporting the system as intended. No equipment was returned for analysis. Provided information indicated that the alarms occurred on both batteries and the mobile power unit, and that exchanging the equipment resolved the alarms. The root cause of the reported event of atypical power cable disconnect and low voltage alarms was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, low voltage, and power cable disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced alarms related to power connectivity which occurred while fully attached to the mobile power unit (mpu) as well as when fully attached to 2 charged batteries. There was no noticeable damage to power connections (pins appeared intact) nor to the driveline/modular cable. Mpu had a green light, and all batteries were not expired nor in need of calibration. Patient had cleaned their batteries with alcohol when they first saw the alarm. There was no visible damage to the system controller itself. Backup-battery was also noted to be due in 13 months. There were no interruptions to pump function and the patient denied any symptoms. No other alarms occurred, however the patient had been receiving shocks from their implantable cardioverter-defibrillator (ICD). Of note, the battery/power alarms occurred prior to the ICD firing. Log files were sent for review. The event log captured several low voltage advisory events while using battery power. When the mpu was used, there were odd relative state of charge (rsoc) voltages on the black power lead of the controller. It was recommended to have the controller exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.